Event description:
Noticed bubbles inside the plum cassette and along the tubing line (going to patient), the alarm did not go off, so I back primed it to remove the bubbles and I removed the bubbles in the tubing line (going to patient) with a syringe. No fluid bubbles was infused to the patient, no harm done to the patient. Per manufacturer's product info: the air trap in the plum cassette can capture up to 1 ml of air before alarming, if an air-in-line alarm does occur, air can be easily removed with automated back priming without disconnecting from the patient. The issue is the ICU medical plum 360 pump is it's inability to detect the fluid bubbles in the plum cassette and was able to pass thru the plum cassette to the tubing line going to the patient; posing a hazard/ risk to have these fluid bubbles go to patient's blood.